Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had developed an irritation that is described as itchy, red with welts. The patient has a history of skin sensitives due to fibromyalgia and is allergic to nickel. The patient's doctor recommended the patient use benadryl. Patient also reported removing the device for periods of time. The patient reported that the irritation was improving.